Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Asr revision, left, asr xl. Reason(s) for revision: pain. Updated: added product, customer details and hospital and surgeons name. Received: (B)(6) 2012. Update - added a stem taken from claimsuite dated (B)(6) 2013. Doi: (B)(6) 2009; dor: (B)(6) 2012; left hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(6) investigation summary ==> the complaint was re-opened (previously (B)(6)) following receipt of additional information. A review of the information identified no additional investigational inputs. No further investigation was required and no changes were required to the previous investigation conclusions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.